Event description:
Reportedly, a hemoclip was placed on the gb (gallballader) side of the cystic duct. The cystic duct was double hemoclipped proximally, distally and divided. The pt was discharged home and the next day was readmitted with severe abdominal and chest pain. Hida (hepatobiliary imaging) scan detected a bile leak. Therefore, the pt was admitted to surgery the next day with a diagnosis of bile leak from the cystic stump. There was 100-200cc of bile present in the subhepatic and subphrenic space. To complete the case, an ercp (endoscopic retrograde cholaniopancreatography) with stent placement was performed and a drain was placed in the subhepatic space. Procedure: lap chole. Pt status: stable.